Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3573 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3573 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (to remove essure). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of tonsillectomy in 2013, tubal ligation in 2012, gastric bypass in 2009, cesarean section in 2008, cesarean section (2005, 2008) in 2005 and uterine polyp, pelvic adhesions, pelvic operation, bariatric surgery, anemia, fibromyalgia, perineal pain female, dysmenorrhea, abnormal uterine bleeding, polyp of corpus uteri, female pelvic peritoneal adhesions, parity 5, multi gravida, endometriosis of pelvic peritoneum, esophagogastroduodenoscopy, nausea, hypertension, gestational diabetes and diabetes mellitus. As concurrent condition the report mentioned pelvic pain female. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3573 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomies). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: pre-operative diagnosis: prior essure coiling, to assess tubal patency post-operative diagnosis: bilateral tubal occlusion findings: normal uterine cavity with essure coils in the normal location. The dye filled the uterine cavity to the proximal edges of the coils but not beyond. The balloon was deflated and the catheter removed. Bilateral essure devices over the expected location of the fallopian tubes. The speculum was then removed. The patient tolerated the procedure well. Complications: none disposition: to home condition: stable impression: impression: apparent bilateral fallopian tube occlusion secondary to essure devices. [Pathology test] on (B)(6) 2022: surgical pathology report: final microscopic diagnosis: a. Endometrial curettings and polyp: 1. Benign endometrial polyp with proliferative-type endometrium 2. Negative for hyperplasia or atypia. 3. Scant benign endocervical tissue. B. Right fallopian tube and essure coil; right salpingectomy: 1. Right fallopian tube completely transected. 2. Essure coil. C. Left fallopian tube and essure coil; left salpingectomy: 1. Left fallopian tube completely transected. 2. Essure coil gross description: 1.right fallopian tube and essure coil: received in formalin is fimbriated fallopian tube with length of 8.5 cm and diameter of 0.5 cm. Attached to the proximal end of the tube is an elongated silver metallic coil with length of 14 cm and diameter ranging from 0.1 to 0.2 cm 2. Left fallopian tube and essure coil: received in formalin is fragmented fimbriated fallopian tube with length of 3.5 cm and diameter of 0.3 cm. Detached in the same container is an aggregate of silver metallic coils aggregating to length of 25 cm and diameter ranging from 0.1 to 0.2 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Surgical pathology report added. Reporter details & medical history, lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.